Manufacturer narrative:
Complainant provided serial number (B)(4) from the failed product. Serial number corresponds to (B)(4), 2003 production. Likely cause of implosion is embrittlement of plastic due to excessive uv exposure. Since 2007 this product bears a 3 year expiration period.

Event description:
Complainant stated that during a safety inspection, a suction canister on a code cart imploded. One of the employees present complained of "headache, ringing ears, and teary eyes." There was no patient involvement.